Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros phyt proficiency sample result was obtained. The issue was isolated to a single proficiency sample, and no other vitros phyt patient, quality control, or proficiency sample results were affected. A definitive root cause could not be determined. However, pre-analytical sample preparation or an equipment related issue cannot be ruled out as contributing factors.

Event description:
A customer observed a non-reproducible, lower than expected vitros phyt result (< 4.0 ug/ml vs. Expected mean result of 6.35 ug/ml) from a single proficiency sample while using the vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. (B)(4).